Manufacturer narrative:
Block h6 (patient codes): patient code e1022 captures the reportable event of perforation of the esophagus. Block h9 (correction/removal reporting #): on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure under general anesthesia on (B)(6) 2023 to treat anastomosis stricture post-liver transplant. The patient was placed in a supine position. During insertion of the exalt model d scope, the physician reported that there was good visualization and they could see the endotracheal tube in the midline. The physician faced some resistance passing through the upper esophageal sphincter. The scope was then removed and the physician switched to an esophagogastroduodenoscopy (egd) scope. They observed a full-thickness perforation in the pyriform sinus. They then proceeded to repair the damage using clips and sutures. As a result, the ercp was not able to be completed and the patient was hospitalized. The patient was kept under "nil per os" (npo), and on antibiotics. A swallow study was performed a few days later and it showed no leak. The patient was started on clear liquids and discharged. The patient was reported to be in good condition.